Event description:
A new nuclear tech removed the collimator from the detector face with the server. Tech barely inserted the collimator into the collimator rack when the top of the collimator fell to the left of the server. Tech caught the collimator with his hands and laid it onto the base of the collimator server. Another person entered the room and helped tech lift the collimator onto the collimator rack.